Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was leaking at the biopsy channel. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device was leaking at the biopsy channel and at the bending section cover glue. Also, physical damage on the device was noted. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced by olympus. The event can be detected by following the instructions for use below: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test" olympus will continue to monitor field performance for this device.